Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had 158 ml left over (more than 10 percent of reservoir volume) during testing. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed light scratches to the lens. The tamper seal was not broken. Review of the event history log (ehl) showed error codes. An accuracy test was performed and the reported issue was not duplicated, however excessive oil was found in the expulsor assembly and the cassette detector seal was damaged. The cause of the reported issue was unknown. As a result, the main board was replaced as preventive measure along with replacing the latch flex sensor, dso sensor, dso seal, bezel, cassette detector seal, keypad, lens and labels. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.